Manufacturer narrative:
While holding the baby, parent may have damaged the hub of the PICC causing it to leak. Medical intervention was required to stop the PICC from leaking. No serious injury or death to the patient was reported. The PICC was replaced with a new PICC. The lot number provided; 3204760, is not for a first PICC catheter, as described in the complaint form. The lot provided pertains to a 26g (1.9fr) x1.9,, bd introsyte-n precision introducer. W/out the correct lot number, a review of the device history record related to th affected lot was not p;possible. The catheter alone was returned for investigation. The tubing of the catheter had separated a couple of millimeters below the overmolding of the catheter. Under magnification, the are at which the catheter separated exhibited jagged edges, characteristic of undue force applied to the catheter. Root causes for the catheter breakage include a failure to secure the catheter w/a slight bend in the tubing near the insertion site, excessive tensile force applied during manipulation of the catheter, or accidental manipulation due to movement of the infant that applied undue tensile force to the catheter tubing. All catheters undergo inspection during MFR. Catheters undergo tensile strength testing, flow, leak, and burst testing to ensure the integrity of the catheter, and its' ability to endure use.

Event description:
While holding the baby, parent may have damaged the hub of the PICC causing it to leak. Medical intervention was required to stop the PICC from leaking. No serious injury or death oto the patient. PICC was replaced with a new PICC.